Event description:
It was reported that this right atrial (ra) lead suffered a micro dislodgement a few days after implantation, for which it was explanted and replaced by a new lead. No additional adverse patient effects were reported.